Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had remnants of white crystallized contamination consistent with a simethicone/anti gas type product within the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was found in the air/water channel, however, the material was unable to be identified. It's likely the foreign material was not removed from the device because reprocessing could not be conducted properly due to leakage from the scope connector. The legal manufacturer could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). A definitive root cause of this event was unable to be identified. The following is included in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection; IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.